Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted out during manual prime instead of drip. Customer¿s blood glucose level was unknown. Insulin pump was crack from outside towards end of battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. Device received with stripped battery cap coin slot(p) and cracked battery tube threads.